Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
Additional information was provided that the patient experienced poor eyesight and blurred vision. The event was serious and medically significant, but has resolved. The causality is not related to the iol. The cause is that the lens was not compatible with the patient.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is broken. The optic was torn/cut into two pieces. Power and resolution testing could not be conducted because of the optic damage. The customer indicated the use of a qualified cartridge. A viscoelastic was indicated which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the complaint of "va did not turn out as expected". Haptic damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure the patient's visual acuity did not turn out to be what the doctor had expected. Therefore, the iol was replaced with another one in a secondary procedure. Additional information was requested.